Event description:
It was reported by the rep the device was used during a laparoscopic donor nephrectomy procedure. It was reported an atw35 was being used to transect the renal artery of a pt during a laparoscopic donor nephrectomy, the surgeon reported that the vessel was transected, but that no staples formed, or they formed improperly. Significant bleeding occurred. The surgeon was able to insert his hand through the incision which was created for removal of the kidney and stop the bleeding. He estimated the pt lost an add'l 700cc's of blood. The kidney was still usable and the recipient is recovering on schedule. 6/3/99 received letter from md explaining the event. The letter stated as follows" "I was doing a laparoscopic nephrectomy and used the atw35-ets flex surgical stapling device. The renal arteries were occluded within the stapling device and the mechanism activated. Following this, a portion of the arteries that was with the specimen was stapled intact. However, the portion that was coming from the aorta of one of the arteries was partially stapled and was transected with subsequent hemorrhage from that site. It was completely transected so the cutting device did fully activate. I attempted to control this laparoscopically, but because I could not be certain that the hemorrhage was completely controlled, I converted to a standard incision technique. The pt did not require transfusion. The pt has done well postoperatively and has had no subsequent problems. I have not encountered this problem previously with your instruments, and even in retrospect, it is not clear to me what the cause of the failure was." This concludes the md's recollection of the event. The hard copy will be placed in the file.